Event description:
An aigis device (aigis rx anti- bacterial envelope) was implanted into an elderly female patient in conjunction with a pacemaker as part of a generator replacement procedure. The aigis device is a polypropylene suture material knitted into a sheet and coated with rifampin and minocycline, and is intended as an adjunct to the pacemaker. The pacemaker is placed within the aigis envelope prior to implantation, and both devices are considered as an implant system. In 2008, the system was implanted without incident. The pacemaker and aigis system was reportedly not sutured in place at the time of implantation, as is sometimes done by clinicians. The aigis device together with the pacemaker reportedly migrated within the subcutaneous tissue in a lateral direction within the surgically created pocket. Approximately a week after implantation, the patient reportedly complained that she experienced discomfort in the area where the implant system has migrated. On six days later, the aigis envelope was explanted, and the pacemaker was surgically repositioned. At the time of surgery, no new aigis device was implanted.

Manufacturer narrative:
The patient had not known pre-existing conditions that would contribute to the migration of the implant system. No sequelae have been reported from this event. The event was reported to the company by a company sales representative during the course of a routine visit at the clinical site, and no formal product complaint was filed by the clinical site. The clinician was unavailable for direct interview. The device was not returned, and the clinician did not elect to file a complaint. As a result, we do not believe any additional info will be forthcoming. In the company's opinion, this event was not related to the medical device. The weight or mass of the device is relatively small comparted to the mass of the pacemaker, and reportedly, no sutures were used to anchor the pacemaker to the surrounding soft tissue pouch. Migration of pacemakers in patients has been previously reported. The aigis envelope has a higher frictional qualities comparted to the pacemaker alone, and hence the combination of aigis envelope and pacemaker would be less likely to migrate than the pacemaker alone. No reported injury was caused to the patient during this event, and as reported, the medical procedure did not require overnight hospitalization. The company will continue to carefully monitor the safety of the device.